Event description:
It was reported that an ilet user sought assistance to reset the device time following a time change and subsequently reported hyperglycemia with a blood glucose of 312 mg/dl and a steady trend. Customer care provided support that included remote education regarding device use and time settings. Investigation of this case revealed no device malfunction and that glucose levels regulated with routine management. No clinical symptoms associated with elevated blood glucose reported. Outcomes included self-resolution of the hyperglycemia with glucose levels returning to the user¿s typical range, without medical intervention. It was concluded that the event was hyperglycemia with an unclear cause and that the device operated as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.